Event description:
A report received from the USA stated an 840 ventilator experienced a blank graphical user interface (gui) display. There was no report of patient involvement. The date of the event is unknown. No additional information is available at this time.

Manufacturer narrative:
The report is currently being investigated. As additional information is obtained, a supplemental report will be issued. Covidien ref: (B)(4).